Event description:
Patient is a post hip fracture from 2011 using gamma 3 nail. Now presents with degenerative joint of the hip. Nail was removed using the appropriate extraction instruments. Surgeon implanted a trident cup and a restoration module per standard surgical protocol.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.